Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition of the device overheating was not confirmed. Therefore, an assignable root cause was not determined. However, the reported condition of the device displaying an e6 error code was confirmed. A visual and functional assessment was performed which found that the device was giving an¿e6 error message¿. It was further observed that the device gave an e6 error when it was plugged into the console device and would not run. It was further determined that the device had water coming out of it and pooled in a plastic bag, causing the device to give an e6 error when plugged in. It was determined that the issue was consistent with improper cleaning of the device. Thus, not putting the end cap on the connector when cleaning, causing water to get inside the device. The assignable root cause was determined to be due to improper cleaning. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified spine surgical procedure, it was discovered that the motor device was overheating and it displayed an e6 error message. There were no delays to the surgical procedure as a spare device was available to complete the surgery. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.